Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported wearing the aligners 22 hours a day caused a very painful ear and sinus infection. Advised patient to visit doctor and requested information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.